Event description:
Customer reported receiving a blood glucose result of 198 mg/dl. No treatment was received and no actions were taken. Approx 30 minutes later, customer was not feeling well and drove to the ER where a blood glucose result of over 540 mg/dl was received. Customer was diagnosed with a urinary tract infection and was treated with insulin, the type and amount were unk. Customer was admitted to the hosp for 4 days. Return of the suspect product was requested and replacement product was sent.